Manufacturer narrative:
This report is submitted on behalf of the MFR (niti surgical solutions (B)(4)) and the importer ((B)(4)), as niti surgical solutions (B)(4) serves as the designated complaint handling unit for both facilities. The device was received and is currently being investigated. The production history files were reviewed, indicating that the device was released according to the product specs. Since the device is water-tight sealed and was found to meet its spec, a positive leak test (slight tear on the proximal side of the anastomosis), most probably, indicates a failure in the surgical technique and is not related to the device. Leak detected at this stage, as part of the surgical procedure, enables immediate intraoperative repair of the anastomosis and therefore such failures are not associated with further device related safety concerns.

Event description:
Pt underwent sigmoidoscopy. During the operation the surgeon fired the colonring as instructed and encountered no problem. The device was slowly and carefully removed from the pt and the anastomosis looked fine. A slight tear on the center of the proximal side of the ring was noticed during the anastomosis leak test. The ring was incised off and the anastomosis was re-done using eea stapler.